Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the jaws of the device would stick to tissue after sealing. No patient injury occurred or medical intervention reported.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 08/30/2016. Date of follow-up report: 09/23/2016. One lf4318 was received for evaluation. Visual inspection found no defects. The customer reported that the jaws were sticking to tissue after activation. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The jaws were not locked shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.